Event description:
Info received indicates the bed will not lock into the trendelenburg position.

Manufacturer narrative:
The technician found the trend gas springs were worn. He replaced the trend gas springs to repair the bed.